Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output or telemetry, high current drain, the device was unprogrammable and dashes (---) were noted for several parameters.